Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and genital haemorrhage ('general abnormal. Bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse "), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding"), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), fatigue ("fatigue") and headache ("headaches"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, dysmenorrhoea, dyspareunia, back pain, menorrhagia, genital haemorrhage, alopecia, fatigue and headache outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache and menorrhagia to be related to essure. The reporter commented: received treatment for pain, bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: new pfs received- event injury replaced with new events pain: dysmenorrhea (cramping),dyspareunia (painful sexual intercourse) 'back pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, other injuries/symptoms: hair loss, fatigue, headaches, abdominal pain. Product information was updated. Reporter information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. 901335) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced alopecia ("hair loss") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse "), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia)"), genital haemorrhage ("general abnormal. Bleeding"), headache ("headaches") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, dysmenorrhoea, dyspareunia, back pain, menorrhagia, genital haemorrhage, alopecia, fatigue and headache outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain, bleeding, dysmenorrhea, hair loss, fatigue. Discrepancy noted for date of insertion: (B)(6) 2013 (as per pif). Discrepancy noted for date of removal: not removed (as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: result was not provided. Lot number: 901335. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-nov-2020: pfs and mr received. Reporter information, lot number added. Event: abnormal bleeding (vaginal) added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. 901335) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced alopecia ("hair loss") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse "), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia)"), genital haemorrhage ("general abnormal. Bleeding"), headache ("headaches") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, dysmenorrhoea, dyspareunia, back pain, menorrhagia, genital haemorrhage, alopecia, fatigue and headache outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain, bleeding, dysmenorrhea, hair loss, fatigue discrepancy noted for date of insertion: (B)(6) 2013( as per pif). Discrepancy noted for date of removal: not removed (as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: result was not provided. Lot number: 901335 manufacturing date: 2011-09 expiration date: 2014-09 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.